Manufacturer narrative:
Internal report reference number: (B)(4) meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 274, 301, 385, 430 and 251 mg/dl. The customer¿s expected am/pm blood glucose test result 2 hours post meal is under 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer pm fasting and produced test result of 301 mg/dl using true metrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 05/19/2026 and open vial date is 2 weeks prior to call. The meter memory was reviewed for previous test result history: result 1: 274mg/dl, date: (B)(6)2025, time: 11:38 am fasting, result 2: 301 mg/dl , date: (B)(6)2025, time: 11:26 am fasting , result 3: 385 mg/dl, date:(B)(6)2025 , time 5:19 am fasting , result 4: 430 mg/dl , date: (B)(6)2025 , time: 5:18 am fasting , result 5: 251 mg/dl, date: (B)(6)2025 , time: 9:55 am fasting.